Manufacturer narrative:
The correct serial number for this pi is (B)(4).

Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the lay-user/patient, claiming the patient ate a large amount of chocolate and took too much bolus insulin via the animas pump. His blood glucose reading went from 155 mg/dl to 38 mg/dl while he had symptoms of ¿sweaty and not feeling well.¿ the patient was treated with cookies and soda at the time of concern but his blood glucose kept dropping. The patient was eventually taken to the ER to be monitored and was given snacks and juice. At the time of the alleged insulin dose, the patient was using the ex carb feature on the animas insulin pump. The reporter did not feel that the reported hypoglycemic episode was pump related and decline to do any troubleshooting with the animas representative. The animas representative advised the reporter to contact animas if there is any other issue. The subject pump is noted to be programmed with the basal and advance features. According to the reporter, there is no other issue since the reported incident on (B)(6) 2013. This complaint is being reported due to possible use error (dosing too much insulin for a large amount of chocolate) and because the patient required medical intervention for hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the pump was returned with a damaged/cracked display screen. The cover was removed and the damaged/cracked screen was replaced with a new test screen in order to perform the required test steps including delivery accuracy test. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Alarm history shows only typical usage alarms. The total daily dose (tdd) adds up correctly and reflects the used programmed basal rate. The pump passed a delivery accuracy test. The pump was found to be operating within required range and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.